Manufacturer narrative:
(B)(4). The likely root cause is that the user fired through the ratchet once or multiple times, causing the plastic shroud boss to break and thus causing a poor ratchet performance (binding) during subsequent firings.

Event description:
It was reported that the patient underwent a laparoscopic duodenal switch single anastomosis procedure and a suturing device was used. Analysis findings showed a broken shroud boss which thus caused a poor ratchet performance (binding) during subsequent firings. There were no adverse patient consequences.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.